Manufacturer narrative:
(B)(4). The customer reported the hands free cable is bad. There was no reported pt involvement. The customer tested the device with another pads adapter cable and worked fine. The pads adapter cable was replaced to resolve the issue.

Event description:
The customer reported the hands free cable is bad. There was no reported pt involvement.